Manufacturer narrative:
This report is submitted on february 28, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient experienced redness and swelling at the implant site. It was also reported that there was a sunken portion of skin near the implant site. Subsequently, the patient was administered antibiotics (date and type not reported) and steroids (date and type not reported).